Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning occurred on the right ventricular (rv) lead, which was suspected to have occurred during the implant procedure prior to the lead being connected. The rv lead remains in use. No patient complications have been reported as a result of this event.